Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated the patient experienced shocking from their stimulation about two months ago. Caller stated patient referred to it as being 'electrocuted.' Caller stated patients stimulation went up really high even though they did not manually increase, and it shocked patients arm. Caller stated they facetimed patient to help with turning stim off then decreasing stim. Caller insisted issue was related to controller. Agent reviewed issue was therapy related, and redirected caller and patient to healthcare provider. Caller stated patient has no managing healthcare provider.